Event description:
The customer reported that the system exhibited a 'generator error.' This error is likely to result in an uncommanded system shutdown. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monotank fuse f2 6a was evaluated and replaced. The system was tested and found to be working as intended and returned to service.